Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the surgery, the surgeon inserted screws into the proximal abd holes, then drilled and screwed the most distal g hole. Then, f hole drilling was performed, but the drill tip in question interfered with the nail in question. After drilling with a little force, the drill tip was twisted off and about 25 mm of the tip remained inside the body. The nail and device in question were found to be loose. The surgeon also noticed that the screw in question which placed in hole g was ob on the dorsal side. The drill tip was completely embedded in the bone and could not be extracted because there was no extraction device in the hospital. Since the intraoperative images showed a gap between the nail and the drill, the surgeon and the senior surgeon determined that it was safe to leave the drill tip in place. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that breakage of the drill tip occurred, resulting in intracorporeal remnants. The broken fragment has been left/remained in the body. There was no other medical intervention required. The patient was stable.